Event description:
It was reported as a general comment that the suture of the prostyle device seemed damaged out of the package as the suture looked damaged when the device was being used. It was unspecified how hemostasis was achieved. There is no report of adverse patient effects. No additional information was provided. The date of event is estimated as (B)(6) 2024 as this is the day before the date of the reported occurrence.

Manufacturer narrative:
B3 - date of event: estimated d4 - a partial UDI was provided as the lot number is not known. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. Lot history record (lhr) and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that mishandling during removal of device from packaging or accidental removal/ manipulation of device, i.e. Suture, lever, or foot, prior to insertion contributed to the reported damage. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.